Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that both inss were overdischarged. It was reported that the patient has not charged in 3 weeks because she hasn't had any pain. The patient has two inss: one for her neck and one for her back. The patient reports that the one on her back has always been difficult to charge and she did not get good connectivity. The manufacturer representative (rep) instructed patient to make an appointment with their physician to perform a prm for the other battery and to evaluate the connectivity issue. Additional information from the rep indicated that the cause of the difficulty recharging and poor connectivity was not determined. They noted they will see the patient after a consult is scheduled. Rep reported patient had both ipgs replace on (B)(6). Patient seen on the 23rd at post op and impedance check showed out of range electrodes rep was able to program around the high impedances and successfully cover her pain pattern. The high impedance on 0-7 are the 75 leads specific serial number of the affected lead unknown, serial number of battery attached to those leads (B)(4). Serial number of battery attached to 90 leads (B)(4).